Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the date the type ia endoleak was first noted was updated to approximately 1 month post the index procedure. The cause of the endoleak was determined to be related to the non mdt endograft and index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
16 heli-fx endoanchors were implanted in the patient during an endovascular treatment in conjunction with another manufacturer's stent graft. The endoanchors were implanted due to severe angulation of the aortic neck, a short seal distance, and the presence of a proximal type I endoleak. There was a persistant type I endoleak at the end of the procedure. Post operative CT revealed that the type I endoleak still persisted. Another manufacturer's fenestrated device and bilateral renal stents were implanted. Completion aortogram revealed no endoleaks. However, immediately after removal of the sheaths, the patient became hypotensive and unresponsive. Despite multiple rounds of advanced cardiovascular life support, the patient was pronounced deceased. Per the investigator the cause of the death was related to the re-intervention procedure; dissection of the iliac artery. No additional clinical sequelae were reported.